Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction would likely be because the wiring connection of the monitor was incorrect. The event can be prevented by following the instructions for use which state: malfunction: no image cause: the monitor cable has not been connected remedy: connect the monitor cable. Reference: high definition lcd monitor oev262h instructions for use (6. Troubleshooting_6.1 troubleshooting guide_no image.). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the high-definition lcd monitor exhibited a connection issue in the video cable and produced no image. There were no reports of patient involvement.

Manufacturer narrative:
The olympus technical assistance center (tac) was contacted by the field service engineer (fse) who had completed an onsite visit and found that the wiring to the monitor was not connected correctly. The fse resolved the issue for the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.